Event description:
According to the report received, the patient had a myocardial infarction after implantation of two cypher stents. The stents were implanted in the mid left anterior descending coronary artery and the lesion was described as 1.50 x 45mm long, de novo, moderately calcified with a type c classification and 95% stenosis. The vessel was predilated with an unk 2.5 x 15mm balloon at 18 atms and two cypher crb18225s were implanted, one was the first stent implanted was deployed at 16 atms and the other was deployed at 14 atms. Post procedure stenosis was zero. Cardiac enzymes were elevated and a myocardial infarction was reported after the procedure. Three days later, the patient also underwent a staged procedure planed at the index procedure to treat a non-target vessel lesion in the distal right coronary artery. This event had no relation with the cordis stents.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This report is for two products involved in the same patient with the same catalogue and lot number and reported under the same manufacturing number. Additional information will be submitted within thirty days upon receipt.